Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he received inconsistent bg readings with several cartridges of strips. A replacement of dario's strips and control solution was sent to the user. As well as a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the cartridge of strips and control solution was received, multiple attempts to follow up with the user were made, however, no response has been received to date. In addition, as of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On april 28th, the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter bg readings that were 25 mg/dl higher and varying when he performed consecutive tests.

Event description:
On (B)(6), the user contacted dario to report high and inconsistent blood glucose (bg) readings. The user reported receiving from his dario meter bg readings that were 25 mg/dl higher and varying when he performed consecutive tests.

Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported that he received inconsistent bg readings with several cartridges of strips. A replacement of dario's strips and control solution was sent to the user. As well as a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the cartridge of strips and control solution was received, multiple attempts to follow up with the user were made, however, no response has been received to date. In addition, as of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: RMA investigation test results with dario's control solution concluded that the readings were within range: level 1 test results were 125 mg/dl, 127 mg/dl, 130 mg/dl, within the range of 107-155 mg/dl. Level 2 test results were 198 mg/dl, 200 mg/dl, 201 mg/dl, within the range of 184-265 mg/dl. The RMA package was received for investigation on may 25th, 2025. The meter was tested and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.